Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-05026. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007330, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007330 was manufactured according to the work instruction (wi) version 17 and packaged in the machine multivac 10 on 22-may-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4e02293 was manufactured according to the (wi) version 16 and manufactured in the machine lc05, on 19-may-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4e02294 was manufactured according to the (wi) version 16 and manufactured in the machine lc05, on 21-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where needle was stuck inside the skin on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.